Manufacturer narrative:
The device inspection by (B)(6) also found followings: the reported event was reproduced. (B)(6) said the printed circuit board needs to be replaced; the insufflation connector was clogged. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the front panel abnormality was caused by failure of the pressure sensor mounted on the main circuit board. The defect of the pressure sensor may have been caused by peeling-off of wiring inside the pressure sensor due to either of the followings process error. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. Foreign matter (epoxy) had adhered to the pressure sensor due to mismounting the component. And omsc also assumed that the leakage from high pressure hose was caused by accidental failure. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported the front panel of the device was intermittently turned off when insufflation started. It was found during periodic inspection of the device. Then, olympus inspected the device at the service department of olympus (B)(6) and found that it was leaking from the high-pressure hose attached to the device. There was no report of patient injury associated with this event.